Event description:
It was reported to philips that the efficia dfm100 defibrillators therapy knob has failed. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone #: (B)(6).

Manufacturer narrative:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100 defibrillator indicating that the device experienced a therapy knob failure. The rse evaluated the device remotely and found no issue with the therapy knob. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction observed. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.